Manufacturer narrative:
Device evaluation: the software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated. As previously reported, the most likely cause was user technique leading to frame movement. Additional information: the instructions for use (IFU) that accompanies the device contains the following warning regarding frame movement, "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result. Warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame."

Manufacturer narrative:
On 08/14/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/21/2015 a medtronic representative, following-up at the site, reported everything checked-out and there were no accuracy problems with the imaging system. We have since used it on multiple patients with no issues. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged being inaccurate in placement of one screw. The surgeon was working on a pelvis to t4 revision, working up from the pelvis. The first sets of spins were accurate and the screw placements were successful until the last spin for t4. The reference frame was placed on a pre-existing rod located near t8. The surgeon did not check accuracy before placing the screw in t4, but stated immediately following placement that it was not accurate. The medtronic representative believes this was not the first screw placed using this final spin. The medtronic representative suspected the reference frame was bumped, however, the surgeon did not agree. The surgeon completed the procedure with the use of the navigation system. Eleven days following procedure, on (B)(6) 2015, a site resident reported to the medtronic representative that the patient was experiencing weakness in her leg, possible paralysis. Doctor is concerned this is related to misplaced screw. No further details were made available.